Event description:
It was reported that after right ventricular (rv) lead implant in 2010, the lead dislodged and there have been chronically high thresholds since then. With a new device implant, the rv lead pacing outputs were programmed to allow an adequate safety margin, since the lead is stable and the patient is elderly with poor venous access. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).